Event description:
It was reported that during a pta / stenting treatment procedure, the viva balloon deflated slowly after the first inflation to 6 atms. The pt was asymptomatic during this event. The physician used a 7f terumo introducer sheath fort vascular access, and a 7f mach1 guide wire to cross the lesion. The lesion being treated was a calcified, 80% stenotic lesion in the carotid artery. It took approximately three minutes for the viva balloon to deflate completely. It is also noted that the viva balloon was difficult to inflate. The viva balloon was removed from the pt and a carotid wallstent was placed. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.